Manufacturer narrative:
Results: the embolization coil was intact with the pusher assembly and had offset coil winds. The pusher assembly was kinked in multiple locations near its proximal end. The distal tip of the introducer sheath was damaged. Conclusions: evaluation of the returned device revealed it had offset coil winds near the proximal end of the embolization coil. If the introducer sheath is not properly aligned inside the hub of the microcatheter prior to advancement, resistance may be encountered, and damage such as this may occur. The offset coil winds caused resistance when attempting to advance during functional analysis. Further evaluation revealed the introducer sheath distal tip was damaged. This damage caused resistance when attempting to re-sheath the embolization coil during functional testing. The root cause of this damage could not be determined. Penumbra coils and catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the anterior cerebral artery (aca) using penumbra smart coils (smart coils). It was noted that the patient anatomy was slightly tortuous and calcified. During the procedure, the physician advanced a non-penumbra guiding catheter through a non-penumbra guiding sheath in the internal carotid artery (ica). Next, the physician advanced a non-penumbra microcatheter in the target vessel and placed a non-penumbra coil in the target vessel. The physician was then unable to advance a smart coil into the microcatheter; therefore, it was removed. The procedure was completed using five additional coils and the same microcatheter. There was no report of an adverse effect to the patient.